Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial number (B)(4), was returned to acist on january 25, 2018. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the case were not returned for evaluation and the lot numbers are unknown. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.

Manufacturer narrative:
Device evaluation will be provided in a follow-up report.

Event description:
User facility reported: a (B)(6) female patient was experiencing unstable angina and was undergoing a coronary angio. A coronary dissection occurred after injection into the right coronary artery (rca). The patient experienced shock, chest pain, st-segment elevation, ventricular fibrillation, hypotension, and myocardial infarction. The patient expired (B)(6) 2017.